Event description:
The customer reported bent prongs on the plug rendering the system unusable. The system could not start up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was replaced. The system was then found to be operating as intended.